Event description:
Ous MDR - after an implantation time of about 25 days, sensing disturbances were reported.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device state was mol1, and a number of 147 charge processes were documented. The memory content of the ICD was checked; disturbances in the ventricular channel were visible in the available iegms. Then, the signal sensing of the ICD was tested. An impairment of the sensing function of the ICD was detected. The device was then opened. The battery was checked and proved to be partially discharged but not defected. In the further course, the electronic module underwent analysis. An increased power uptake of the electronic module was identified as the cause for the clinical complaint. The mfg data of the device were examined. At the time of shipment, the ICD was in a state that met specs. At this time, there was no indication of a device defect. In particular, the power uptake and also the battery voltage of the device were normal. In summary, the clinical observation resulted from an increased power uptake of the electronic module. The examination of the mfg data showed that the device was in a state according to specs at the time of its shipment. There were no indications for a mfg error.